Manufacturer narrative:
This has the potential to cause death or serious injury. Inability to hear an alarm may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the patient's controller was noted to have failed the no power alarm test after software update.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. After running for 60 minutes, the controller was disconnected from both power sources. The ensuing no power alarm met specifications for both volume and duration. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.